Event description:
It was reported that balloon rupture occurred. After a rotational atherectomy was performed in a lesion with restenosis in a previously placed bare metal stent, 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.